Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during the initial implantation of the patient's implantable neurostimulator, impedance readings were greater than 40,000 ohms on electrodes 8 and 9. All other measurements were within the normal range. It was later reported that the patient received stimulation and had good coverage with no symptoms.